Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
Same case as MFR report #: 2134265-2010-02826. It was reported that during a percutaneous coronary artery rotational atherectomy procedure, a perforation occurred. The lesion was located in the left anterior descending artery (lad). The floppy rotawire guide wire was advanced, and a rotalink burr was used to successfully complete 2 ablation runs. A non-bsc stabilizer was inserted, and a buddy non-bsc guide wire was advanced. A 2.5 x 15mm promus stent was then deployed without difficulty. After all devices were removed, a perforation distal to the lesion and stent was noted. Due to tamponade, 450cc of fluid was removed from the patient at the time that the perforation was noted, and an additional 500cc was removed a short time later. Angiomax had been used during the procedure. The patient remained in the intensive care unit overnight for observation however no further intervention or complications were reported. Patient status was reported as 'fine'.